Event description:
Event description boston scientific crm received information that the patient went to the hospital complaining of diaphragmatic stimulation. The ventricular lead impedance was stable at 1230 ohms at implant but has been gradually falling the last few days and is now down to 470 ohms. A chest x-ray was done to check the lead. The lead had perforated the patients ventricle. The lead was removed and the hole in the ventricle was patched via a sternotomy and a new lead was placed. The patient has recovered. The explanted lead was returned for analysis.